Manufacturer narrative:
This is an additional information report containing further details provided by the initial reporter (noted in b5). Should any more information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the error occurred during procedure preparation. Consequently, the procedure could not be performed and the examination room had to be closed until the issue could be resolved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there seems to be no problem with the concerned device because it was determined that the phenomenon occurred due to abnormality of the light source. The phenomenon was resolved after the customer¿s light source was replaced at the service department. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called in to report their e315 error issue. During the call, they noted the issue has become more frequent since their reprocessing department converted to new machines. Customer stated that after converting to new machines, some endoscopes had to be opened because water had penetrated into the plugs. Customer was unable to confirm whether these endoscopes were involved in the occurrence of the e315 error message. Customer then expressed concern that the endoscopes were being taken out of the drying cabinet too wet and then stored in a damp state prior to use. Additional details relating to the event(s) noted above have been requested, but no response has been received at this time. Olympus dispatched a service technician to the facility on (B)(6) 2021. The technician replaced the light source at the facility, and since the replacement, the error message has not reoccurred. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was displaying an e315 "unsupported scope" error code. According to the initial reporter, their towers have experienced this issue periodically. However, it has recently occurred so frequently that the unit has been blocked off from further use. Additional details relating to the patient, the event, and additional occurrences have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.